Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. D6: 1987. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 33 years post implantation due to poly wear. During the procedure, the liner component was removed and replaced. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs of the right hip demonstrates a right total hip arthroplasty with screw fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup, consistent with polyethylene wear. Radiolucency along the femoral stem could indicate loosening or osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03146.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. The patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.